Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va14tmt, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 02-mar-2020, UDI#: (B)(4). Device codes: (B)(4), pertain to product ID: 3889-33, lot#: va14tmt, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when the patient¿s ins was interrogated it was found to have a miscommunicating lead at pairs 0 and 2. The system was reprogrammed and the event was resolved without sequelae. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that according to the device interrogation, there was no impedance issue. The cause of the lead miscommunicating was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3889-33, lot# va14tmt, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).